Event description:
The hill-rom received a report from the account stating the bed exit would not alarm. The bed was located in 3 south at the account. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom tech found the bed exit sensor strips were bad. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2013. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the exit sensor strips to resolve the issue. The tech thoroughly tested the bed exit system and it functioned as designed. Based on the info, no further action is required.